Manufacturer narrative:
During a pci, a cypher stent dislodged during withdrawal after it failed to reach the target lesion. The patient was a (B)(6) male. The target lesion was in the proximal through mid lad. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation with a balloon (score flex 2.5mm) was conducted. A cypher select+ stent (3.0/33mm) was delivered to the target lesion, but it would not cross the lesion. The cypher select+ was retrieved from the patient and no anomalies were seen on the product. Additional pre-dilation was conducted. The physician tried to redeliver the cypher select +, but the tip of the device became stuck at the calcified area, proximal to the target lesion, and it could not be delivered. While the cypher select+ was withdrawn through the guiding catheter, the stent became caught at the distal end of the y-connector and dislodged there. The physician indicated that the guide wire had crossed the target lesion adequately and the guiding catheter was properly engaged to the target vessel. The physician retrieved the entire system as one unit with the guiding catheter from the patient. A new guiding catheter (mach1 6f cls3.5) was engaged into the target vessel. A promus 2.5/15mm stent was advanced to the target site, but this was also unsuccessful in tracking through the vessel. Therefore, the procedure was finished with balloon angioplasty only. There was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.00 x 33mm was received coiled in a plastic bag. Bumping marks could be seen on the balloon. The balloon was inflated and the stent was received inside a plastic bag. Stent was bent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodgement was confirmed. The exact cause of the reported failures could not be determined. Based on the information available for review, there are possible vessel characteristics and procedural factors that may have contributed to the event. It was unknown when the balloon was inflated. Neither the DHR review nor the product analysis suggests that the reported failures are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
The patient was a (B)(6) male. The target lesion was in the proximal through mid lad. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. Pre-dilation with a balloon (score flex 2.5mm) was conducted. A cypher select+ stent (3.0/33mm) was delivered to the target lesion, but it would not cross the lesion. The cypher select+ was retrieved from the patient and no anomalies were seen on the product. Additional pre-dilation was conducted. The physician tried to redeliver the cypher select+, but the tip of the device became stuck at the calcified area, proximal to the target lesion, and it could not be delivered. While the cypher select+ was withdrawn through the guiding catheter, the stent became caught at the distal end of the y-connector and dislodged there. The physician indicated that the guide wire had crossed the target lesion adequately and the guiding catheter was properly engaged to the target vessel. The physician retrieved the entire system as one unit with the guiding catheter from the patient. A new guiding catheter (mach1 6f cls3.5) was engaged into the target vessel. A promus 2.5/15mm stent was advanced to the target site, but this was also unsuccessful in tracking through the vessel. Therefore, the procedure was finished with balloon angioplasty only. There was no patient injury reported. The physician did not indicate any anomalies prior to use.